Manufacturer narrative:
Reporting address postal: (B)(6).

Event description:
The customer reported that the device displayed primary alarm failure code (1102). There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, a primary alarm failure code (1102) was observed. The remote service engineer (rse) discussed troubleshooting per the service manual (pg 102). The rse also discussed the procedure needed to replace cpu, installing 3.00 software, and restoring the installed options. The customer was provided with the following parts ID - printed circuit board assembly (pcba), central processing unit (cpu) (software 2.30). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/09/2022, 09/09/2022 and 10/26/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.